Event description:
It was reported by the patient that the patient feels heart fluttering when the patient is near power lines. The patient has been working on power lines since implant of device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).